Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 426 mg/dl. Customer treated their high blood glucose via insulin pump. Customer needed assistance in programming the proper settings on their replacement device. Customer advised they delivered a bolus and their blood glucose remained high. Customer believed the device did not properly deliver insulin and that 2 drops came out. Customer was advised during a bolus attempt a lot of insulin would not drip out from the end of the set and it is normal to see a few drops. Customer declined to troubleshoot the insulin pump and declined to troubleshoot their high blood glucose levels.